Manufacturer narrative:
Lyric device was worn for 23 days and was removed due to dead device. White fluid was observed in patient's ear and the eardrum was not visible. The hcp referred the patient to see a gp. The gp prescribed patient ear drops for 7 days. The ear has healed and the patient was successfully re-fitted with lyric. The device is not available for the analysis. It is unknown if the patient has any pre-existing conditions or if there were other contributing factors. The manufacturer did not record any complaint trends for this issue on the market. The risk of accumulation of moisture in the ear due to device's design and sealed fit in the ear has been already considered in the accompanying risk file. The IFU contains information about common side effects such as e.g. Ear pain, moisture and blisters, as well as, information on contraindications and referral criteria. This is the final report. The manufacturer will observe for trends.

Event description:
It was reported to the manufacturer that the patient using lyric device experienced sore or ulceration of tissue. The ear was fully blocked with white content in the ear canal. Eardrum was not visible.